Manufacturer narrative:
Date of event is an estimated date based off the aware date month as the exact event date was not reported.

Event description:
It was reported that the stent was fractured. A 10/24 percuflex nephroureteral stent was selected for use. It was noted that the device was bent/fractured during shipping. No patient complications were reported and there was no impact on patient health as affected catheter was not used during the actual procedure.

Event description:
It was reported that the stent was fractured. A 10/24 percuflex nephroureteral stent was selected for use. It was noted that the device was bent/fractured during shipping. No patient complications were reported and there was no impact on patient health as affected catheter was not used during the actual procedure.

Manufacturer narrative:
Date of event is an estimated date based off the aware date month as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. The device was returned with the metal cannula, it was observed that the percuflex nephroureteral stent does not show anomalies or damages nor evidence of use since the tip protector was in distal tip position. The metal cannula was received with several kinked section and with the proximal section broken.